Event description:
It was reported to philips that the device alarmed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated by hospital biomed with the support by philips rse and the issue was confirmed remotely. The issue was resolved after information provided by philips engineer to customer to charge the battery and the product is back in service.